Event description:
The facility reported an infusion pump with a failure code 538. The facility's representative stated that there has been no patient incidents reported since the last baxter service event. Information was requested by baxter regarding the medicaton involved, tubing product code and lot number in use, pump programming and set-up information, the date this report occurred, specific patient information, but no additional information was available. Additional contact information was requested but no additional contact was identified.